Manufacturer narrative:
The device associated with this reported event remains implanted. No revision has been reported. Patient x-rays were not available for examination. A complaint database search for the reported products finds no reported incidents against the provided product and lot combination since its release for distribution. The investigation could not draw any conclusions about the reported event based on the provided information. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint.- clinical report states: patella clunk syndrome doi: (B)(6) 2009 - no revision at this time (left side). Update: (B)(6) 2013 - additional information from clinical was received. Clinical report states the patient underwent an arthrotomy and synovectomy to address the patellar grind syndrome. The complaint was re-opened.